Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was returned to depuy synthes for evaluation. Visual inspection of the returned device found no visible damage that would indicate an implant issue. However, the reported condition was confirmed by depuy quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - a manufacturing record evaluation was performed for the finished device (B)(4), and an nc related with this issue was identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10 concomitant if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon had implanted a small baseplate with a 25mm central screw. He was looking to gain some additional compression, so he asked for the peripheral drill so he could drill for some non locking screws. The drill guide was used, and then the surgeon measured for a 20mm screw. When implanting the screw, the surgeon said that the screw went directly through the baseplate. He asked for a different 20mm non-locking screw, and that screw also went through the baseplate. At this point, the surgeon opted to implant locking screws, so he asked for the self drilling & locking screw pack. When implanting one of the locking screws, that also went through the baseplate. When the surgeon attempted to back the locking screw out, he informed me that it must have cross threaded itself into the plate, where it eventually locked into the plate. He asked that I write these implants up and have the screws returned to be analyzed. He also mentioned to me his disappointment in the ¿pick & stick¿ aspect of the peripheral screws. He said that they just don¿t seem to lock onto the t20 screwdriver the way that they should. There was no reported loosening. There was a reported surgical delay of 10-15 minutes. Doi: (B)(6) 2022. Dor: (B)(6) 2022. Affected side: left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.